Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lap chole procedure. Reportedly, the disposable loading unit was falling out during the procedure. No pt injury has been reported.